Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip prematurely detached. The clip assembly was open dangling from the catheter. The device was removed from the patient and the procedure was completed with another resolution 360 ultra clip. Note: a photo submitted by the customer shows the clip assembly was limply hanging at the tip of the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block d7a (sud reprocessed and reused?) And block h8 (usage of device) have been updated based on the additional information received on july 14, 2023. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip prematurely detached. The clip assembly was open dangling from the catheter. The device was removed from the patient and the procedure was completed with another resolution 360 ultra clip. Note: a photo submitted by the customer shows the clip assembly was limply hanging at the tip of the catheter. There were no patient complications reported as a result of this event.